Event description:
I used fixodent and super poligrip from approx (B)(6) 1995 to the present time. During this usage I began noticing tingling in my extremities. I also noted high instances of gastrointestinal problems, increased spinal compression fractures and other symptoms that are associated with zinc poisoning. Dose or amount: denture adhesive. Frequency: 3+ x daily. Route: oral. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.